Event description:
Additional information received indicated that the device was electively removed, and the initial complaint of noise was only against the associated rv lead.

Event description:
It was reported that the device was explanted and replaced due to noise. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of noise on was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the noise was not determined.